Manufacturer narrative:
Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 10-mar-2007. Product ID: 3387-40, serial/lot #: (B)(4), ubd: 18-jul-2004, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons and movement disorders. The rep reported that the patient's ins was reading end of service (eos) and had given error code 64 during an impedance check that said, "the delivered amplitude may be lower than the selected amplitude for one or more programs." The rep reported that the clinician programmer showed the ins battery level was at 2.815v yet was saying the ins was at eos. The rep reported that no diagnostic or troubleshooting was performed. The rep reported that the ins was replaced and after replacing the ins the impedances were checked. The rep reported that pair 0<(>&<)>3 showed low impedances of 42 ohms. The rep reported that the therapy was moved off of the low reading contact. No patient symptoms were reported. No further patient complications have been reported as a result of this event. [Refer to manufacturer report #3004209178-2018-05213 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the higher than expected voltage, the error code 64, and the low impedance remains unknown. Actions/interventions taken in this case was the battery was replaced. The issue has resolved. The patient weight was unknown. The ins has not been returned for analysis. No further complications were anticipated as a result of this event.